Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet exhibited a charging failure, with very low battery that would not charge despite attempts on multiple outlets and charging with the case removed and the screen facing upward; a wireless charger was planned for interim use and replacement supplies were arranged. No adverse clinical symptoms associated with charging failure reported. Outcomes included the need for replacement supplies and user education without medical intervention. Investigation included troubleshooting with the user regarding charging technique and power sources. Investigation of this case revealed a suspected device power or charging malfunction associated with the charging subsystem, consistent with failure to accept charge under normal use. It was concluded, based on previously established findings for similar reports, that the cause was an electrical or mechanical charging fault of the device.